Event description:
The customer reported that a non-covidien cable was plugged into the monopolar port of the forcefx generator when arcing/sparking occurred which led to a small fire. There was no pt or staff harm. The site's biomed determined the fault to be with the cable, not the generator.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returning for evaluation. Info provided by the customer indicates that per their biomed, the fault was with the non-covidien cable, not the covidien generator. As the generator was not returned for evaluation, the reported incident could not be investigated or confirmed by covidien. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.